Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set had been pulled off accidentally event on (B)(6) 2026. No further information available.